Event description:
A retrospective review of file was performed in 2006. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that event meets reporting requirements of a device malfunction. It was reported that during slap lesion repair procedure, fin section of anchor fractured. Fractured piece was removed from pt with a suction shaver. Procedure was completed using alternate component.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Examination of returned device shows evidence of fracture due to excessive force.